Event description:
The pt contacted animas alleging that the pump had powered off and she has had elevated blood glucose levels.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. The animas cde involved in this contact determined that the pump was functioning properly. After the pump stopped powering on, the pt reportedly replaced the device's battery. After changing the battery, the pt claimed that her blood glucose levels had been running higher than normal. She also claimed that the records were incorrect and the basal rates for the tdd were not correct. The pt also claimed that the bolus history was showing boluses delivered when she denied delivering them and was also missing boluses. Through troubleshooting, the animas cde discovered that the pump was incorrectly set to am instead of pm. The pt realized that after replacing the pump's battery she had re-programmed the device's date/time incorrectly. The animas cde walked the pt through correcting the pump's date/time.